Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 491 mg/dl and a correction bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and small air bubbles were observed in the luer lock and tubing. Tandem technical support assisted the customer with priming the bubbles out of the tubing/luer lock.